Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice had experienced a system error 2240 (air in set/line) alarm. The home patient stated the alarm occurred during the previous night's therapy and he had shut off the device and disconnected. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical services representative reviewed proper procedures with the home patient. There was no patient injury or medical intervention reported. No additional information is available.